Manufacturer narrative:
H.6 investigation summary: one photo received for investigation; upon evaluation the stopper is not assembled correctly. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Potential root cause, the spiral responsible for assembly of the stopper is bent and worn, in addition, there are small spaces between the bowl and the spiral in which the plunger can get stuck and damaged. Corrective action includes, updating the maintenance plan of the spiral. A DHR was completed. The final lots were inspected according to the current work instruction with satisfactory results for the characteristics required for approval. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that the syringe 20ml ll syringe only mx bun experienced stopper separation from the plunger prior to use. The following information was provided by the initial reporter: the stopper is separated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll syringe only mx bun experienced stopper separation from the plunger prior to use. The following information was provided by the initial reporter: the stopper is separated.